Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, ovary inflammation, breast prosthesis implantation and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test conducted:- (B)(6) 2016. Three coils were noted to be visualized on the right ostia and 4 coils were noted to be visualized on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: impression: occluded fallopian tubes.. Ultrasound scan vagina - on 10-oct-2019: ultrasound findings: tvus - normal appearing uterus, ems 0.2cm, no free fluid, normal adnexa bilaterally, no adnexal masses, no ovarian cysts. Left ovary 2.8 cm with resolving/collapsing corpus luteum, right ovary 3.1 x 2.2 cm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporters, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test conducted: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received case became incident. Essure removal date was added. Lot number added. New events added pelvic pain, bleeding, bladder/urinary problems, psychology trauma, event outcome added to events pain, bleeding, bladder/urinary problems. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, ovarian disorder, breast prosthesis implantation and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test conducted: (B)(6) 2016. Three coils were noted to be visualized on the right ostia and 4 coils were noted to be visualized on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: impression: occluded fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2019: ultrasound findings: tvus - normal appearing uterus, ems 0.2cm, no free fluid, normal adnexa bilaterally, no adnexal masses, no ovarian cysts. Left ovary 2.8 cm with resolving/collapsing corpus luteum, right ovary 3.1 x 2.2 cm. Lot number: c59254 manufacture date: 2014-05 expiration date: 2017-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.